Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system intermittently generated erroneous tg (triglyceride) patient results over the past couple of weeks. Customer indicated that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed tg imprecision. The fse performed maintenance which included replacing the wash collars, the probes, the mixer paddles and the wash stations. The fse verified performance.

Manufacturer narrative:
MDR# 2050012-2012-01514 was mistakenly submitted. MDR# 2050012-2012-01514 is a duplicate of MDR# 2050012-2012-01499.